Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient had intermittent symptoms, which led to an exploration of the extension. The surgeon couldn't locate the extension connections and when they located the right extension it had an exposed wire. Cautery was used in the exploration. Impedances were checked and were all in normal range. The ins was replaced in an effort to troubleshoot the symptoms, then the extension exploration and replacement was performed. The issue was resolved. No further complications were reported as a result of this event.